Event description:
Report received of an overdelivery. The pump was received in the biomedical engineering dept with an unsigned note that read: "hot to touch and giving off a chemical odor". There was no tracking info available (nurse, pt, or location). The pump was found to have a swollen battery, which was replaced. The pump was tested for delivery accuracy and reportedly overdelivered. There were no reported adverse pt events during cliical use. Though requested, there was no further info available.